Event description:
The customer reported that she was receiving alarms from her sensor that would keep her up all night at least three to four times per month. The alarms cited were threshold suspend, calibration error and sensor end alerts. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.